Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD) a proper connection could not be established in the right ventricular (rv) port. A replacement device was used and the leads were found the be functioning properly. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. The analyst found the right ventrical (rv) setscrew in the connector bore. If information is provided in the future, a supplemental report will be issued.